Event description:
On 3/3/96 resident was being wheeled in the shower chair. The bottom left crossbar broke at the joint. The right back leg at the upper part of the joint also broke. (Left and right when standing in back of chair looking forward). When the chair broke the resident fell backwards hitting their head on the employees diaphoretic and unresponsive for 10 secs. The pt also c/o of a slight headache. The recheck on vital and nuro signs was ok.